Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous right coronary artery (rca). The 15mm x 3.25mm quantum maverick balloon catheter was selected for post dilation of another manufacturers stent. During the procedure some resistance was encountered with the device . Upon the first inflation attempt a balloon rupture occurred. The duration of the inflation and to what atms is unknown. The quantum maverick balloon catheter was successfully withdrawn intact and the procedure was completed with a different device. There were no patient complications reported with the patient status listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)